Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a high blood glucose level of 600 mg/dl. Customer treated with multiple daily injections and is off the pump. Customer was advised to disconnect at the quick release. Customer found an air bubble in the reservoir but not in the tubing. Customer ran a manual prime and the insulin did exit the tubing. Customer's basal rates and bolus wizard settings are correct. Customer does not have a tubing clamp available. Customer will be sent a tubing clamp and will call back to continue troubleshooting when they receive it. It was explained that high blood glucose levels are often caused by site/set issues. Customer leaves the infusions sets in longer than 3 days. Customer was advised to change the entire set, reservoir, and insulin. No further assistance required.